Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk claim #(B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).